Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Low sensing was noted on the lead. Lead was explanted and replaced.